Event description:
Natrelle silicone breast implants making me sick, brain fog, body aches, nausea, headache, neck pain, inflammation, uti and so on. I have constantly had blood work and turns out fine. My breast implants are causing toxic in my body. Reference report mw5166358.